Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2012, 23:30:04. During day drain cycle one, the patient's ultrafiltration reading was 2026 ml, indicating the home patient (hp) drained 1726 ml more than their maximum programmed fill volume of 2800 ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The occurrence date of the reported iipv had already been overwritten in the event log and the user had 4 bypasses, thus the cause is undetermined. If any additional information is received, a follow-up will be sent.